Event description:
Patient in o.r. For hysteroscopy and dilation and curettage of uterus. A single-toothed tenaculum was placed at the anterior lip prior to sounding the uterus. After the procedure there was noted to be a left labial laceration which was repaired with #3-0 chromic suture.